Event description:
Gage lieble reported an issue with their tandem mobi pump, which displayed an error message indicating that the cartridge cannot be used. This problem occurred with two separate cartridges and typically arose after delivering 2-4 units. There was no adverse impact to the customer's blood glucose level. Gage tried reloading the cartridges, which temporarily resolved the issue, suggesting a potential problem with the pump rather than the cartridges. There was no additional information provided regarding any further actions taken by the customer or technical support.